Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/26/2025, a facility representative reported via email that an inferior graft was fractioned during screw placement, resulting in the inferior screw breaking into the graft. The broken screw was removed, and the graft was positioned further inferiorly with a single screw fixation. This was discovered during a procedure on (B)(6) 2023. The patient is currently under follow-up care. During the last visit in (B)(6) 2024, the patient reported to be doing well, experiencing no pain, and expressed satisfaction with the surgery outcome. The final follow-up is scheduled for the end of (B)(6) 2025. Additional information requested on 4/21/2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive forces being used during insertion of the screw.